Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement was observed. The lead was explanted. Patient condition was good.